Manufacturer narrative:
The field service engineer also replaced the catalytic converter to resolve the odor/smells issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending by problem code and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending of the haze/mist issue was reviewed for the past six months (january 2017 to july 2017) and no significant trend was observed. No parts were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter and the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse reported the oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. Initial reporter phone: (B)(6). Asp complaint ref # (B)(4). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported "oil mist" was emitting from their sterrad® 100s sterilizer while running a cycle. There were no reports of harm or injury associated with this event. This event is being reported as a malfunction report subsequent to a serious injury.